Event description:
Same case as MFR ID # 2134265-2012-03482. (B)(4). It was reported that following a stenting treatment procedure, patient experienced a myocardial infarction. In (B)(6) 2011, patient underwent percutaneous transluminal coronary angioplasty. The 3.0x12mm, 80% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 3.0x16mm taxus element stent was implanted resulting in 0% residual stenosis. A second 2.25x18mm, 75% stenosed lesion was located in the 1st diagonal (d1) artery. The lesion was pre-dilated and the 2.25x20mm taxus element stent was implanted resulting in 0% residual stenosis. One day following initial procedure prior to patient discharge, the patient experienced elevated troponin and a myocardial infarction was reported. ECG was performed and no ischemic symptoms were observed. No additional intervention was required to treat this event. Patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - device not returned, therefore, analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).